Event description:
It was reported that on (B)(6) 2011, the patient underwent percutaneous coronary intervention (pci) to treat a target lesion in the proximal circumflex artery. An unspecified xience v stent was implanted without difficulty. The patient was re-hospitalized on (B)(6) 2014 due to shortness of breath and underwent pci on (B)(6) 2014 to treat in-stent restenosis in the previously implanted xience v stent. The patient condition resolved on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a definitive cause for the patient effects. The reported patient effects of dyspnea and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known patient effect that may be associated with the use of the device. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.